Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when using the monopolar resectoscope, the cutting function was intermittently working, the coagulation function was working fine. On re-attempt of using the cutting function the diathermy cable near its connection to the resectoscope sparked and the cable broke. This happened towards the end of the procedure. Therefore, the fibroid had been completely resected. The procedure was stopped immediately and the resectoscope was removed. The patient did not come to any harm thankfully. The procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The most probable root cause for the defect of the cable is the excessive mechanical stress on the cable after the bend protection. The cable was mechanically damaged at this point and when the hf device was activated, the contact resistance at this point became far too high and the cable became very hot very quickly. The event is filed under internal karl storz complaint ID: (B)(4).